Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited increased right ventricular (rv) threshold and shock impedance measurements. There were no out of range measurements, and the patient was not pacemaker dependant. No interventions were planned and the patient would return to their clinic for reprogramming. No adverse patient effects were reported. The device remains in service.

Event description:
Additional information was received which confirmed there were no adverse patient effects. The device remains in service.